Manufacturer narrative:
(B)(4) inherent risk of procedure (endoleak), (cause of event is unknown).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm is 60 mm in diameter, the proximal neck is 24 mm and the distal neck is 30 mm in diameter. It was reported that after the stent grafts were implanted there was a junction type iii endoleak confirmed between the (B)(4) and the (B)(4). The physician performed touch-up, but the endoleak did not resolve. A (B)(4) was placed at the junction as an additional procedure, the endoleak was significantly reduced, but it had not completely disappeared. No further intervention was performed. No additional clinical sequelae were reported and the patient is fine.